Event description:
The facility reports that at the completion of the insertion of the device the pt stated, "I can't breathe." He developed bronchospasm. The nurse bagged him a few times. The pt was able to breathe spontaneously. He was given benadryl and steroids. The pt was transferred to ICU. Within 15 minutes of the episode he had returned to baseline. He had his scheduled surgery the next day.